Event description:
It was reported that the pump touch screen experienced a pixel issue. There was no adverse impact on the customer's blood glucose levels. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.